Event description:
During a bariatric video procedure, after some time during the surgery, the instrument stopped working. No further information was provided. Unknown how case completed. No patient consequence.